Event description:
It was reported the pt had a successful trial stimulation period of one week. The pt had good paresthesias on the following settings: 4+ 5- 6+ electrode, pw 390 mcsec, rate 30 hz, amp 1,2 volts. Electrode impedances measured the day before internalization of the neurostimulator were normal. The pt returned to the operating room to internalize the neurostimulator. After the internalization procedure of the neurostimulator, the impedance of electrode 5 was out of range (> 10000 ohms) with the following settings: 0,70v, 80 mcsec 100 hz. Group impedance was out of range on 4+ 5- 6+ 390 mcsec 30 hz 3 v with <0,065 mca. The lead was also checked using the n'vision programmer; electrode 5 was out of range. The device was reprogrammed to 4+ 6- 7+ 390 mcsec 30 hz 1,1 volts. The patient received good stimulation.